Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated, vela suprarenal extension was implanted to treat an abdominal aortic aneurysm. The patient presented emergently 6 years post-op showing evidence of a complete separation of the cuff and the bifurcated stent graft, and a type iiia endoleak. A reintervention was performed on (B)(6) 2017 to place an additional vela cuff to bridge the components, successfully resolving the type iiia endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiia with complete component separation and successful endovascular repair. The most likely cause of the loss of seal was related to a tortuous infrarenal aorta and use off label use of a cuff outside the treatment range for the main body. Associated clinical harms for this event included: type iiia endoleak and a secondary endovascular procedure. The final patient disposition was discharged home in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).